Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing results, device evaluation, and the final investigation. Additional information:b5, d9. The customer's hygiene microbiological investigation (hmi) report was requested; however, the customer responded that it was not available (n/a). The hmi report is unavailable for review. The device was sent in to nelson labs culture testing. Sampling was conducted at two locations, and the results were as follows: 1. Insertion section - bacillus simplex, paenibacillus provencensis, and paenibacillus urinalis. 2. Instrument/suction channel - no growth. An additional reportable malfunction of foreign material inside channel at the forceps passage was identified during the device evaluation. Based on the investigation results, the user's report of positive culture was confirmed by the third-party laboratory testing. The root cause of the contamination could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. On february 4, 2026, a follow-up call with the customer confirmed that there was no patient death and no patient infection associated with this event.

Event description:
It was reported the videoscope exhibited a positive culture contamination during sedation for a diagnostic bronchoscopy. The procedure was completed with a different olympus device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.